Event description:
During an incident in 2002 involving a gunshot victim with no vital signs, this defibrillator did not make a good connection to the pt and continued to prompt "attach electrodes". The pt was pronounced at the scene.